Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): the pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status such as poor vad filling due to right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. Device remains implanted.

Manufacturer narrative:
Outflow graft / serial / lot no. (B)(4). The pump and outflow graft were not returned to the manufacturer for evaluation. Review of the manufacturing documentation of the pump confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms and a sustained decrease in flow rate. In addition, an autopsy of the patient confirmed the presence of thrombus at the outflow. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to an occlusion caused by thrombus formation. Although a definitive root cause cannot be determined, clinical status and comorbidities are possible contributing factors to the reported events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
During clinical investigation, it was reported on (B)(6) 2015 that the patient died and the autopsy showed a "large amount of thrombus seen on the outflow graft." No further information was provided including the date of death. Log file analysis review date: 12/05/2014, power consumption below normal operating range. Additional notes: -145 low flow alarms have been logged since (B)(6) 2014. The current low flow alarm limit is set to 2.0 lpm. -1 vad disconnect alarm was logged on con180760 on (B)(6) 2014 at 15:18:53. -2 vad disconnect alarms have been logged on con180762 at the following times: -(B)(6) 2014 at 16:15:59, -(B)(6) 2014 at 16:17:12. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Event description:
It was reported that this (B)(6) male patient began having low flow alarms approximately two (2) hours after completing hemodialysis with removal of six (6) liters of fluid. The patient was said to be asymptomatic during these alarms. He was admitted to the hospital and treated with 1000 cc's of fluid resuscitation with no improvement in flows. A ramp echocardiogram was performed with showed a dilated left and right ventricle and no change in flows or suction events with increasing speeds. The site was concerned about potential inflow or outflow issues and so a computed tomography (CT) angiogram scan where no inflow or outflow issues were detected. The site stated that the patient had jugular vein distension and was exhibiting signs of right ventricular failure. The patient refused any type of inotropic support or a right heart catheterization. The site performed a controller exchange to see if there would be any change in flows. The patient tolerated the controller exchange but there were no change in flows. A preliminary analysis of the log files confirmed the low flow alarms.